Event description:
It was reported that while unpacking, the physician noted that the guide wire tip did not appear to have tip coils. It was reported that the tip of the guide wire was not separated or detached. The device was not used on the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned and the reported missing coils were not confirmed via the device analysis. However, there were stretched coils in the tip, which likely appeared to the physician as missing coils. Based on visual analysis of the returned device, there is no indication of a product deficiency. Additionally, a review of the lot history record revealed no non-conformances with the reported lot and a review of the complaint history did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.